Manufacturer narrative:
Unique device identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for ca2 calcium gen.2 on the cobas 8000 c702 module. On (B)(6) 2017, an initial result was 3.7 mmol/l. The sample was run again with a result of 2.65 mmol/l. On (B)(6) 2017, an initial result was 1.58 mmol/l. The sample was run again with a result of 2.40 mmol/l. No adverse event was reported. The ca2 calcium gen.2 reagent lot number is 183687 with an expiration date of 12/31/2017. Calibration, qc, performance testing, and alarm trace information was requested but not provided. The field service representative inspected the instrument, and found a leak in one of the tubes on the rinse unit. The fsr performed maintenance to correct the leak and the issue resolved.